Event description:
It was reported that pt underwent left total knee arthroplasty in 2006. Following procedure, it was identified that physician had implanted an interlock component without bone cement. Approx 90 mins later, pt returned to surgery to exchange femoral component and tibial bearing.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot revealed with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available.